Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable crep gen.2 (creatinine) results from the cobas 8000 c702 module. Sample 1 initial result was 82 umol/l and the repeat result was 65 umol/l. Sample 2 initial result was 84 umol/l and the repeat result was 67 umol/l the questionable results were reported outside of the laboratory. The reagent lot number were 702641 and 689587. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer replaced the degasser. The calibration and qc were acceptable.